Event description:
During an elective coronary angiography, there was failure of the rotational atherectomy console to advance the rotawire floppy guide wire. Biomed was called and assisted to evaluate the equipment for connectivity, gas usage issues. The boston scientific representative was notified. To evaluate the issue, he had a foot pedal couriered to the cath lab. When the foot pedal arrived, the equipment still did not pass pre-use testing. The plan to use the rotablator was aborted for this procedure. As a result, the procedure was completed using alternative equipment and supplies. There was no adverse outcome for the patient. The device was removed from service for inspection and was replaced with a new rotablator, foot pedal and regulator.